Event description:
A 2.5mm diameter x 14mm length. Endeavor mx2 drug-eluting coronary stent delivery system was successfully implanted into a pt for the treatment of a diffuse middle to proximal lad lesion. The lesion morphology was reported to be mild tortuosity, mild calcification and 85 percent stenosis. The lesion was pre-dilated. It was reported that the physician was preparing for post deployment angiogram, when the injection of 10cc of air went down the lad causing a spiral dissection. The physician believes that the dissection was caused by air injection in which our products were involved in the case, but the physician does not believe the sds used was the cause of the dissected vessel. The pt was sent to the or for CABG. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Results - inherent risk of procedure (coronary artery dissection). Incorrect technique/procedure (inadvertent air injection). Conclusions - device discarded unable to follow up (delivery catheter). User error contributed to event (inadvertent air injection).